Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
A health care professional reported that the patient had an infection in the pump pocket. A pump pocket revision surgery was performed, and a new pump was implanted to avoid the risk of further infection. The patient was given antibiotics and has since recovered. Pump therapy is intended to treat chronic pain. There were no pump issues reported.

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. A review of the sterilization records indicated that there were no non-conformances or issues related to the device. Internal complaint number: complaint- (B)(4).